Event description:
A patient reported a sudden change in stimulation perception. The patient mentioned they gardened a lot and it was possible they overexerted themselves. They also stated that stimulation was not painful, but perceived to be stronger when they are sitting. The patient will follow up with their healthcare provider to make sure nothing is going on with the implantable neurostimulator (ins) or lead since this was a sudden change. Follow up from the patient reported they felt the stimulation, usually sitting on 1/2 their buttocks, but then started feeling the stimulation during sleep. The patient state they usually just shift positions, except when it happened during their sleep, on their left side, and they turned it off as it was interrupting their sleep. When they turned back on the programmer, there was no stimulation. They change batteries, and there was still no stimulation. That was when they called the nurse and they contacted the manufacturing representative (rep). The rep adjusted from program 4 to program 1. They tried all four programs and there was no stimulation except on program 1. Several hour later, after being on program 1, their right toes tingles and then pulsed. They turned stimulation down from 1. To .7. They noted some stimulation in the pelvic floor, but there was no change in frequency of bowel movements. It was also noted that at the time of the report, the change in stimulation when sitting down was gone and they were at the lowest they have been, at .7. The patient would follow up with the rep. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.